Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked at uac junction. The uac was discontinued. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing fluid leaked at the uac junction was confirmed. Functional pressure testing was able to confirm a leak from the suspect maxzero female port. Closer inspection of the maxzero under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero component. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported fluid leaked at uac junction. The uac was discontinued. There was no report of patient harm.

Event description:
The customer reported fluid leaked at uac junction. The uac was discontinued. There was no report of patient harm.